Event description:
Follow-up with the patient's healthcare provider (hcp) determined that after calling the technical support line the hcp had to "turn device on using the programmer." Turning the device on resolved the por message.

Manufacturer narrative:
Corrected if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient programmer displayed a power on reset (por) message. The patient had a pocket revision the day before the por. The ins was interrogated using the clinician programmer and was turned back on. No patient symptoms were reported.